Manufacturer narrative:
H10, h6: the reported device was not returned to the designated complaint unit for independent evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states the inserter was found to have ¿rust ¿under arthroscopic view. Undated photos were provided for review and confirms the color variation. A review of the customer provided images found one image with multiple labels. None of the labels confirms the product identification information. Another image shows the distal end of the shaft. The anchor is attached to the shaft of the device, but no sutures can be seen. The other images show arthroscopic views of the device in use, and a brown substance resembling corrosion can be seen on the laser markings of the device. The root cause was associated with device design. A corrective action for this failure mode is in place.

Event description:
It was reported that during a rotator cuff repair of a shoulder surgery, the twinfix anchor had rust at the inserter laser marking. The procedure was completed with a delay greater than 30 minutes using a competitor device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.